Event description:
It was reported that particulate matter was found inside of the balloon of a large volume intermate. This was observed after filling with an unspecified amount of caspofungin and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured from november 14, 2014 to november 17, 2014. The device was returned, and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed a particle, approximately 1.61 mm in length, floating in the fluid inside the reservoir. Fourier transform infrared spectroscopy scanning identified the particle to be acrylic material. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.